Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a persistent chest burning sensation and was subsequently diagnosed with non-st-elevation myocardial infarction (nstemi) following a pulsed field ablation. Blood tests revealed mild elevation of creatine kinase and troponin levels. Emergency catheterization was performed, and a thrombus was suspected in the right coronary artery. Thrombus aspiration and percutaneous transluminal coronary angioplasty were conducted, resulting in reperfusion. The patient was hospitalized and later discharged in good condition, with recovery and resolution documented.

Manufacturer narrative:
Correction: b3, b5, g3 (initial aware date is 11-25-2025). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional review of the event and additional information received shows that this event has already been reported in regulatory report # 3002648230-2025-01219. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803.